Event description:
It was reported the patient developed bacteremia. The implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.